Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 86.1°c and 105.6°c after 3 minutes. These temperatures did exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. The bur end bearing was stuck inside the head cavity. The cap end bearing outer race was also stuck inside the head cavity. The bur end bearing retainer looked good but it was dry. The cap end bearing retainer exhibited some deformation was dry and it was seized up onto set assembly. Slight wear was observed on the cap button and pusher. It is possible that the contact between cap button and pusher was made during use which can lead to head overheating. Significant debris and lack of lubrication was observed inside the cap and head cavities and inner components. Cap end bearing failure and excessive debris most likely created friction within the head which resulted in temperature increase. The lack of lubrication may also have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.